Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 5: MFR reference report: 1627487-2019-02579, 1627487-2019-02587, 1627487-2019-02588, and 1627487-2019-02589. It was reported that the patient had a system explant on (B)(6) 2019 due to ineffective stimulation. Multiple programming were attempted without success.

Event description:
Device 5 of 5: MFR reference report: 1627487-2019-02579, 1627487-2019-02587, 1627487-2019-02588, and 1627487-2019-02589.